Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly fails to charge its internal battery. The ventilator was returned to the quality assurance laboratory for investigation and the customer's complaint was confirmed. A "service required" code related to the internal battery was observed. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. The device was evaluated but not repaired.